Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, minor scratched lcd window, cracked belt clip slot, broken battery tube threads and missing end cap sticker. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported damage on the back side of the insulin pump. Troubleshooting was performed. Insulin pump was not dropped or bumped and customer did not remember any event that might lead to the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.